Manufacturer narrative:
Seventy-one samples and two photos of 10ml luer-lok syringes were received and evaluated. All samples were tested for excessive silicone and found to be acceptable with no stringing or pooling; therefore, acceptable per product specification. Sixty-five syringes have damage to the collar of the barrel. Thirty of the samples are missing all the print. Twenty-seven samples have ink smears. Eight samples have ink dots greater than level 2, and three have rolled scale, and one syringe having missing print. One photo shows a loose syringe with all scale markings missing, and the other photo shows three loose syringes with one having severely skewed scale markings, one having double image print, and the other having light print, barely legible. The conditions observed are non-conforming per product specification. Potential root cause for the scale marking defects is associated with the marking process. A device history record review was completed for provided lot number 2217606 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Found in production syringes with no marking, double syringes, skewed syringes. Picture available in attachments.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had scale marking issues. The following information was provided by the initial reporter translated from french to english: "found in production syringes with no marking, double syringes, skewed syringes."